Manufacturer narrative:
E1:name: (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported serious infection (larger than a hand) at the current injection site with redness, warmth, very hard to the touch and very painful. The was treated with antibiotics and cannula reinserted.